Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: for collagen deposition into the artery or thrombosis at puncture site - "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." The instructions for use also speak to the need to "monitor the patient (for at least 24 hours) for signs of vascular occlusion and the risk of collagen deposition into the artery." The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date - unknown due to unknown prodcut code and lot number. UDI - unknown due to unknown prodcut code and lot number. Implanted date:unknown due to unknown date of event. Device manufacturer date - unknown due to unknown prodcut code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the vascular surgeon department had to remove an angio-seal anchor from a patient. The patient was referred from another hospital which is unknown. The patient came in from the cardiology department of the referring hospital. The anchor was occluding the vessel common femoral artery (cfa). The vessel was calcified. A pre-deployment angiogram was not performed. The patient was stable. The user tried several times to insert the angio-seal device into the artery. There was no hemostasis. A pressure bandage was done.